Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse suspected that the right atrial (ra) lead had dislodged into the ventricle and was exhibiting a loss of capture. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead dislodgement was confirmed by an x ray. The lead was repositioned.